Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Alcon lensx (site (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center site (B)(4)). The manufacturer internal reference number (B)(4).

Event description:
A facility representative reported during laser assisted cataract surgery there was difficulty docking the patient. There was a bubble between the patient's eye and the patient interface. The docking was performed four times. The laser only performed a portion of what was programmed and a post-cut capsule rupture occurred. Additional information has been requested.